Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011. During a revision to reposition the lead for ineffective stimulation, a dural puncture occurred. The physician aborted the procedure, explanted the surgical lead and discarded the lead. The physician left the ipg implanted in the patient. The patient went home, then arrived at the emergency room that night with vomiting, weakness in right leg, headache and fever. The patient was hospitalized per physician instructions. Follow up report indicated that CT and x-ray did not establish a new diagnosis. Nerve study was also conducted with normal results. The patient was discharged from the hospital. The physician provided that he does not believe the symptoms were device related.